Manufacturer narrative:
The reported events were dislodgment, failure to capture, helix damaged, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of a helix damaged and a helix mechanism issue were confirmed. Visual analysis and x - ray examination confirmed the inner coil was over torqued at the connector region and the helix compressed / damaged that could have contributed to helix mechanism issue reported in the field. The helix mechanism test could not be performed due to the damage helix as received. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed high thresholds and failure to capture on the patient's right ventricular (rv) lead. On (B)(6) 2025, chest x-rays were performed, and dislodgement of the rv lead was noted. The physician elected explant and replace the lead. The helix of the original rv could not be recovered during the explant procedure, and helix damage was suspected. The patient condition was stable.